Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the port on the device created tissue damage to the patient's mouth and lip.

Manufacturer narrative:
(B)(4). The actual sample was not returned; therefore, samples from production at the manufacturing facility were used to conduct a simulation on the anatomy. Based on the simulated conducted, the tube was inserted into the trachea through the mouth to deliver oxygen or anesthesia to the lungs. The suction port still had a 2cm gap to touch on the patient's lips. It is unknown if the user followed the proper procedure and technique when using this tube on the patient. Based on the investigation performed, the reported complaint could not be confirmed. The actual sample was not returned for evaluation, so there was no physical evidence of the alleged failure. In addition, simulation conducted on the current production samples showed that the tubes passed the simulation test on anatomy.

Event description:
The customer alleges that the port on the device created tissue damage to the patient's mouth and lip.